Event description:
It was reported that the patient's implant was not providing therapeutic relief. The patient stated that the device had been reprogrammed multiple times without success. She continued, stating that she was advised to replace her device because, it was getting old. The patient could not give any further details about why her device did not work. It was further noted that the patient received a new implant on (B)(6) 2012. Patient outcome was not provided. Additional information was requested, but not made available at the time of this report.

Manufacturer narrative:
Product ID 377760, lot# n0037136 serial# implanted: explanted: product type lead product ID 377760, lot# n0037136 serial# implanted: explanted: product type lead product ID 37752, lot# serial# (B)(4), implanted: explanted: product type recharger product ID 37742, lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).